Event description:
It was reported that the right ventricular (rv) lead had high impedance and high ventricular high rate episodes exhibiting lead noise. It was noted that the noise was reproducible with isometric/provocative exercises performed by clinician at follow-up. Possible lead fracture is suspected. The physician is considering taking no action at this point. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).